Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect component. The customer can not confirm the reported device with this complaint so no device components are available for return. (B)(4).

Event description:
The customer reported the unit touch screen is freezing up on the avea ventilator. The customer was not able to duplicate the problem. The customer reported there was no patient involvement associated with this event.